Event description:
Customer reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer received guidance to disconnect tubing, tighten the t:lock, and deliver a bolus, though occlusion alarms persisted. After inspecting the cartridge for damage and finding none, customer was assisted in filling and loading a new cartridge and resumed insulin therapy with necessary supply changes.